Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the dura guard had been drilled into and bent, and the cutter could not be inserted. It was noted that a complete pre-repair diagnostic assessment could not be performed due to cutter not being able to be inserted. During repair, it was observed that the bearings and spacer showed corrosion. It was noted that the device could not be disassembled due to the corrosion. It was determined that the dura guard of the craniotome had been bent by excessive force. It was determined that the device was damaged by improper burr insertion and excessive force during use. This force caused the burr to deflect and come in contact with the dura guard. It was determined that the assignable root cause for the damaged tip was due to user error, while the assignable root cause for the corrosion was due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the craniotome device had a bent / drilled tip; that the cutter could not be inserted. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.